Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a ureteroscopy (urs) for a bladder stone, an ngage nitinol stone extractor was tested in an uncoiled and coiled position prior to patient contact contact. The device was used in the procedure, but it was quite difficult to open and close the basket. A laser and scope were also utilized during the procedure. There was nothing with the patent¿s anatomy keeping the basket from opening or closing. The device was able to be used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One device was returned to cook without packaging or label for evaluation. Upon inspection there wasn't any noticeable damage to the device. When the handle was actuated, the basket would not function properly. A document-based investigation evaluation was performed. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one likely related non-conformance for ¿basket/grasper will not open/close¿ in which 20 devices were scrapped. All devices are 100% inspected for proper operation. The non-conformance was created for devices that did not pass the inspection. All other devices from the lot were found to pass the inspection checks. A database search identified four other events reported with a related failure mode. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the issue had not yet been determined. The issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy (urs) for a bladder stone, an ngage nitinol stone extractor was tested in an uncoiled and coiled position prior to patient contact contact. The device was used in the procedure, but it was quite difficult to open and close the basket. A laser and scope were also utilized during the procedure. There was nothing with the patent¿s anatomy keeping the basket from opening or closing. The device was able to be used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter name and address: postal code: (B)(6). PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.